Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 260 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.